Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned trial liner confirmed the snap ring component is missing. Follow up communication for additional information was unsuccessful. The user over-tightening the threaded insert during use and intentionally disassembling the snap ring from the screw for surgical preference or cleaning are suspected root causes. Dva-106257-hhe was conducted in november of 2011. The investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. No evidence was found of product or design error as a contributing factor. All subsequent complaints regarding failures within the pinnacle trial liner product family will be monitored under scp 1405 post market surveillance. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During a primary total hip, the surgeon trialed the liner. Upon removal of the trial liner, it was discovered that the washer that retains the central screw of the trial liner was missing. The washer could not be found, despite searching the field and using fluoro on the patient intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.